Event description:
Case was performed in 2001. The case went without any complications and the implant was successful. On the third day post-op examination, the physician noticed a groin infection. The pt was treated and released. It was determined that the infection was unrelated to the device. On event date, the pt reported some discomfort. The physician detected an infection in and around the graft. The graft was explanted. Guidant has requested a pathology report from the hosp. The aneurysm was repaired using conventional approach. The pt is recovering and doing fine.